Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lead revision, functional loss of capture lead to the inappropriate detection of rv oversensing. The patient was stable.